Event description:
It was reported that during implanting procedure, the physician attempted to implant the lead but could not pass through target vein. A comparison of the use before date field and implant date found the lead was implanted after the use before date. Then physician replaced the lead with a different model. When the second lead passed through valve, the helix was stuck in the valve and could not implant in target position well. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
No eval explain code if information is provided in the future, a supplemental report will be issued.